Event description:
It was reported that during an anterior cruciate ligament repair surgical procedure, it was discovered that the attachment device was ¿sticking¿ while in use. As a result, there was a five minute delay to the surgical procedure. An identical spare device was available and the surgery was completed successfully with the spare device. There were no reports of injuries, medical intervention or prolonged hospitalization. The event date was unknown. However, the reporter clarified the event occurred approximately four days prior to the filing the report. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.